Manufacturer narrative:
Block h6: device code a1404 is being used to capture the reportable event of deflation problem. Impact code f2202 is being used to capture the reportable event of endoscopic procedure. Evaluation: a bib intragastric balloon was returned to boston scientific corportation, during the visual inspection it was noted that the balloon was received deflated with evidence of deflation with the removal tools needle and grasper, also the balloon was colored, most likely with methylene blue. Therefore, the reported event of balloon deflation problem was not confirmed. Therefore, the reported balloon deflated and pain, abdominal these adverse events are known and documented in the labeling and all reasonable steps have been taken including both short or long term known complications or adverse reactions, for this reason these events are catalogued as known inherent risk of device. Based on the information provided, it was reported that methylene blue was added to the orbera balloon when filling it. The orbera365 intragastric balloon system directions for use IFU states the igb is placed in the stomach and filled with sterile saline. For this reason, this event is catalogued as failure to follow instructions because the problems traced to the user not following the manufacturer's instructions. Based on all the information available, the most probable root cause assigned is known inherent risk of device. Block h6: device code a1404 is being used to capture the reportable event of deflation problem. Impact code f2202 is being used to capture the reportable event of endoscopic procedure.

Event description:
It was reported to boston scientific corporation that a orbera365 intragastric balloon system was implanted on an unknown date. On (B)(6) 2024 the patient reported having abdominal pain and green color urine. The physician performed an endoscopy exam and verified that the balloon was deflated, and that the patient presented with an ulcer. The balloon was removed and received treatment for the ulcer. There were no patient complications reported as a result of this event. Note: it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline.

Manufacturer narrative:
Device code a1404 is being used to capture the reportable event of deflation problem. Impact code f2202 is being used to capture the reportable event of endoscopic procedure.

Event description:
It was reported to boston scientific corporation that a orbera365 intragastric balloon system was implanted on an unknown date. On (B)(6) 2024 the patient reported having abdominal pain and green color urine. The physician performed an endoscopy exam and verified that the balloon was deflated, and that the patient presented with an ulcer. The balloon was removed and received treatment for the ulcer. There were no patient complications reported as a result of this event. Note: it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline.